Event description:
Baxter reported, "a pt's adapter of a transfer set was not connected with a ti-adapter." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident, according to baxter.